Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 180 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. During troubleshooting, customer reported that air bubble did not move. After troubleshooting, customer was unable to change reservoir due to new reservoir not yet being room temperature. Customer would wait for insulin to become room temperature and call back when ready to change reservoir.